Event description:
Device not capturing needles. After dissection on the right side was complete, the right sacrospinous ligament was identified. The tissue anterior to the ligament was bluntly pushed away and a channel was made. Using the capio needle driver, a stitch was placed into the sacrospinous ligament 1-1/2 to 2 fingerbreadths medial to the spine, but after about 3 attempts, the capio needle driver did not grasp the needle.